Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a reapportioning of this right ventricular (rv) lead took place due to high thresholds, undersensing as well as a suspected perforation. The lead was successfully repositioned with no adverse patient effects reported.